Event description:
A customer reported a cracked and shattered touchscreen on their insulin pump, which occurred after the pump was dropped. Despite the damage, the customer could still interact with the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software, and instructed the customer to return the damaged pump within 10 days using a pre-paid return box. Additionally, the customer was advised on programming their settings into the new pump and connecting their continuous glucose monitor to it. They were also instructed on placing the current pump into storage mode before returning it. Customer will continue to use current pump.